Event description:
Caller reported that a malfunction occurred on the pump with the malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and provided detailed instructions for returning the faulty one. The customer reverted to an alternate method of insulin therapy.